Event description:
"PICC line removed from left cephalic vein on (B)(6) 2010 and patient discharged. Readmitted on (B)(6) 2010 with vomiting, lethargy and unwell. Chest xray indicated retained guidewire.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reta0735 showed two other similar product complaint(s) from this lot number. (328032 & 328034).